Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number were not provided. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event causing melting would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a philips one powered toothbrush melted while charging. Consumer confirmed that no injury occurred related to the reported event. Consumer disposed of the device. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.